Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a magnetic resonance imaging (MRI) preparation for this MRI conditional pacemaker system, it was discovered that this non-boston scientific right ventricular (rv) lead was programmed to unipolar configurations. The health care professional (hcp) called technical services (ts) to inquire of the rv lead integrity. Ts reviewed device data and noted that about a year ago, this non-boston scientific rv lead exhibited high out of range pacing impedances that triggered an lead safety switch (lss). Further review of stored data showed that since the lss episodes, rv impedance and threshold measurements have remained stable and within normal ranges. It was also noted that no noise has been recorded while lead was in unipolar configuration. Ts educated the hcp of the MRI checklist that stated a device will remain MRI conditional if there is no evidence of fractured lead, compromised pulse generator-lead integrity and has to be programmed bipolar. Subsequently the MRI was completed after the device was reprogramming. At this time, this pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a magnetic resonance imaging (MRI) preparation for this MRI conditional pacemaker system, it was discovered that this non-boston scientific right ventricular (rv) lead was programmed to unipolar configurations. The health care professional (hcp) called technical services (ts) to inquire of the rv lead integrity. Ts reviewed device data and noted that about a year ago, this non-boston scientific rv lead exhibited high out of range pacing impedances that triggered an lead safety switch (lss). Further review of stored data showed that since the lss episodes, rv impedance and threshold measurements have remained stable and within normal ranges. It was also noted that no noise has been recorded while lead was in unipolar configuration. Ts educated the hcp of the MRI checklist that stated a device will remain MRI conditional if there is no evidence of fractured lead, compromised pulse generator-lead integrity and has to be programmed bipolar. Subsequently the MRI was completed after the device was reprogramming. At this time, this pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.